Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/14/2017 with the following findings: during testing, all of the keypad buttons were found to respond appropriately. The keypad was removed and no defects were identified with the key contacts. The pump cover was opened and moisture was observed on the display face. Unrelated to the original complaint, the display was found to be dim and discolored. A leak test was performed and a leak was identified at a crack in the pump casing between the case seal and keypad. The original complaint of keypad button response issue was not duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive and that moisture was located behind the display, all of which was noticed after falling in a lake while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.